Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon reported that the stapler had improperly formed staples on the second firing (black reload with gore seem guard on the anvil side only). The third (outermost) row was completely unformed while the second and first rows were poorly formed. The surgeon had to oversew the staple line. The surgeon completed the remaining firings then went back to reinforce the staple line with suture. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). An intra operative photograph was returned and analyzed. Based on the photographic evidence the belief is that the complication is the result of deck deflection. The complication was the result of the tissue and buttressing material being beyond the (black) staple cartridges gap specification and the device¿s ability to bring the captured mass into thickness compliance.